Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the pulsed field ablation procedure, there was a procedural delay. Bubbles were noted while aspirating the sheath when the volt catheter was inserted. The dilator, guidewire, and volt catheter were inserted straight. The sheath was replaced with a second sheath, but the same issue occurred. The sheath was replaced again with a third sheath, but the same issue occurred again. The volt catheter was replaced and the procedure was completed with no adverse consequences to the patient. There were no insertion or removal difficulties with the volt catheter. There were no performance issues with the volt catheter.